Event description:
It was reported by service report that the side rail was broken and stuck in the down position, the power cord was not connected to the bed and the motion interrupt pan was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan. Siderail assembly.